Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13968). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was not able to be interrogated. Patient had received a vibratory alert. Device was explanted and replaced without complications to the patient.